Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The pump was able to power on with the returned battery cap. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.